Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown quantity of affected wafers from unknown quantity of market units with unknown lot numbers. The end user reported that she had used wafers from other boxes that were affected since she had been experiencing issues with her wafer seal. She felt that the reason she probably had these issues was because the starter holes were off centered on those wafers. There was no harm reported by the end user. No photo is available at this time.